Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000 and that remote monitoring was disabled. Technical services (ts) recommended device replacement. This crt-p was subsequently explanted and replaced. This device was not returned. Other than the surgical procedure, no additional adverse patient effects were reported.